Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial # unknown), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the device, about one hour into a sigmoidectomy procedure, when separating the colon to make the tissue cut, there was no opening of the jaws. The device had been functioning well, but suddenly the jaws would not open. The device was plugged into a generator at the time of the event. The jaws of the handpiece were rarely cleaned, but a damp gauze was used when it needed cleaning. The issue was corrected by using another device and the surgery was completed without any issues. There was no patient injury.